Event description:
Philips received a complaint on the efficia dfm100 indicating that the battery failed. There was reportedly no patient involvement. The biomed worked with the rse. It was determined that this was a malfunction of the battery which to be ordered by customer. The device remains at the customer site and no further evaluation is warranted at this time. The customer to replace battery to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.